Manufacturer narrative:
(B)(4).

Event description:
A consumer for a clinical study reported that they were told at an appointment on (B)(6) 2015 that a wire was broken and the battery was getting low. An appointment was scheduled for (B)(6) 2016 to get their device checked. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Actions taken, cause, and outcome remain unknown. Follow up is being conducted to obtain this information.